Event description:
It was reported that the customer had a no delivery alarm and changed his set. Customer's blood glucose level was 526 mg/dl. Customer has talked to his educator and was told that because he works out, he may be bending the cannulas while doing sit ups. Customer was advised to go to his love handles, but it still continues to cause a no delivery alarm. Customer reported that they are unable to troubleshoot at the time of the call. Customer does not want to return the reservoir for analysis. Customer will be sent replacements and samples. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.